Event description:
On (B)(6) 2024, carestream health (csh) was informed of an incident related to the drx-evolution system that occurred on (B)(6) 2024. The problem description outlines a radiation dose higher than expected. No injuries were reported.

Manufacturer narrative:
Carestream health (csh) has investigated this issue. The investigation determined that the system might apply the previous techniques data to the current view for use, resulting in a higher exposure. Carestream is working through providing a software solution. A work-around has been provided to the customer until the next release of software which contains a solution to address this type of issue. Users have visibility to techniques on the user interface; it is expected that a skilled and trained radiological health care professional verifies all techniques prior to every exposure. Per radiation safety, based on the techniques used, the risk to this patient from these images is minimal. The additional radiation dose is well below that which would result in any prompt effects like skin erythema, and the additional risk from stochastic effects is negligible; however, csh will report this incident to err on the side of caution. If the issue were to re-occur, it may require a repeat image/re-exposure. A re-exposure will not lead to a serious injury. There are no further actions to be taken by carestream health related to this issue. Carestream has completed this investigation.